Event description:
It was reported that cartridge did not fit in flush and pump casing was cracked on out-of-warranty t:slim x2 pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted tandem by phone to report issue, and complaint was documented for review, but no additional information was received regarding further actions or outcome.